Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, and conclusions in this section have been updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for degeneration was confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Due to limited information, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, approximately 4 years and 8 months after a transfemoral tavr procedure with a 23 m sapien 3 ultra valve, the valve exhibited "early valve failure" due to stenosis and halt. A valve in valve procedure was successfully performed with a new 23 mm sapien 3 ultra valve.

Manufacturer narrative:
Investigation is ongoing.